Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.